Event description:
It was reported that the inlet tubing for fixing the balloon of the foley catheter was cracked. The urethral catheter fell off after 10 minutes of indwelling for urine drainage. They also confirmed a second indwelling was conducted. Per additional information via ibc on (B)(6) 2022, it was stated that on (B)(6) 2022 the catheter was inserted, and the drainage was smooth. And on (B)(6) 2022, the patient was experiencing irritation. The doctor provided effective restraint, relevant psychological care, and repeatedly communicated the importance of effective restraint to the patient. At 06:30, the patient was clearly restless, so patient broke the restraint band, pulled out the urinary catheter, and checked it, but the front end of the urinary catheter and the balloon part were not visible. At 6:50 urine self-dissolved, approximately up to 200 ml yellow in urine tube. The front end of the urinary catheter and the balloon were partially broken, leaving them in the bladder. No medical intervention was reported. Internal and surgical treatment is required to avoid the above permanent damage. Per additional information via ibc on (B)(6) 2022, it was confirmed that above issue happened with the same catheter. It was stated that both the front part of catheter and the balloon are broken and left in the bladder. It was also stated that both were removed with cystoscope, then the patient got hematuresis. The customer cannot give the exact lot information.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the inlet tubing for fixing the balloon of the foley catheter was cracked. The urethral catheter fell off after 10 minutes of indwelling for urine drainage. They also confirmed a second indwelling was conducted. Per additional information via ibc on (B)(6) 2022, it was stated that on (B)(6) 2022 the catheter was inserted, and the drainage was smooth. And on (B)(6) 2022, the patient was experiencing irritation. The doctor provided effective restraint, relevant psychological care, and repeatedly communicated the importance of effective restraint to the patient. At 06:30, the patient was clearly restless, so patient broke the restraint band, pulled out the urinary catheter, and checked it, but the front end of the urinary catheter and the balloon part were not visible. At 6:50 urine self-dissolved, approximately upto 200 ml yellow in urine tube. The front end of the urinary catheter and the balloon were partially broken, leaving them in the bladder. No medical intervention was reported